Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/malposition of essure device:twisted') and ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "migration/malposition of essure device:twisted" in (B)(6) 2016, device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included gravida (5) and parity 4 (date of live births: (B)(6) 1999, (B)(6) 2000, (B)(6) 2004, (B)(6) 2009.). Concurrent conditions included obesity and multiple sclerosis. Concomitant products included bupropion hydrochloride (wellbutrin) from 2015 to 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain/right side"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2010, the patient experienced migraine ("migraines / headaches"). In 2015, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), anaemia ("anemia") and abdominal pain lower ("lower abdomen pain") and was found to have weight decreased ("weight loss"). The patient was treated with amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), clonazepam (klonopin), topiramate and surgery (bilateral salpingectomy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, anaemia, depression, vaginal haemorrhage, menorrhagia, anxiety, migraine, vaginal discharge, fatigue, weight decreased, alopecia, weight increased and abdominal pain lower outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, depression, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), anemia and migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Pregnancy test - in (B)(6) 2016: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Event psych injury was updated to new events: pregnancy (ectopic), abnormal bleeding (vaginal, menorrhagia), anxiety, migraines / headaches, vaginal discharge, fatigue, weight loss, hair loss, device ineffective, weight gain and lower abdomen pain, depression. Onset date of the events were added: abdominal pain, dysmenorrhea (cramping), migration/malposition of essure device:twisted, outcome of the event abdominal pain was changed from unknown to recovered. Reporter information, medical history, treatment, concomitant drug and lab data were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/malposition of essure device:twisted') and ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in an adult female patient who had essure (batch no. 822375, 774399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "migration/malposition of essure device:twisted" in (B)(6) 2016, device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included gravida (5) and parity 4 (date of live births: (B)(6)1999, (B)(6) 2000, (B)(6) 2004, (B)(6) 2009.). Concurrent conditions included obesity and multiple sclerosis. Concomitant products included bupropion hydrochloride (wellbutrin) from 2015 to 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain/right side"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2010, the patient experienced migraine ("migraines / headaches"). In 2015, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), anaemia ("anemia") and abdominal pain lower ("lower abdomen pain") and was found to have weight decreased ("weight loss"). The patient was treated with amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), clonazepam (klonopin), topiramate and surgery (bilateral salpingectomy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, anaemia, depression, vaginal haemorrhage, menorrhagia, anxiety, migraine, vaginal discharge, fatigue, weight decreased, alopecia, weight increased and abdominal pain lower outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, depression, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), anemia and migration. Essure insertion detail: the right os then had the essure device introduced into it with easy passage, pulled back to first hard click, gold metal identified and pulled back with the firing device, fired and five coils were noted in the uterus. The same procedure was then repeated on the left side. There were noted to be two coils in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Pregnancy test - in (B)(6) 2016: positive. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: vaginal discharge, pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: plaintiff fact sheet received. Lot number added. Reporters added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/malposition of essure device:twisted') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and device physical property issue "migration/malposition of essure device:twisted". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), anaemia ("anemia") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, anaemia and psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, device dislocation, dysmenorrhoea, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), anemia and migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Product indication and essure implant date updated. Essure explant date added. Previously reported ¿injury to herself¿ was updated to pelvic pain. Events- migration/malposition of essure device: twisted, abdominal pain, dysmennorhea (cramping), anemia, psych injury and she did not underwent an essure confirmation test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.